Manufacturer narrative:
The device was returned to (B)(6) medical.

Event description:
Oracle ro (B)(4): it was reported that the audio was low (during testing).no patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage, however, the tamper seal was missing. There was no evidence of the reported problem recorded in the event history log. The customer reported problem was verified/duplicated. During the investigation, listening to the pump very closely, it was apparent that the audio was low and it was determined that low audio was the cause of the reported problem. For corrective action the front and rear piezo were replaced and software version 5 was uploaded. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service review identified this device has not been in for service previously.